Event description:
User facility medwatch received with additional information stating that the original intended procedure was arterial line monitoring and the patient was in the pediatric intensive care unit (picu).

Manufacturer narrative:
Medsun/medwatch received.

Manufacturer narrative:
Received one unused transpac® IV monitoring kit w/ safeset reservoir and blood sampling port, 24" tubing, disposable transducer, 03 ml squeeze flush, macrodrip (patient mount) for testing and evaluation. The reported complaint of a tubing separation was confirmed. The received monitoring kit sample had a bond separation between the safeset port and the 3" tubing. The cause of the separation was due to a manual manufacturing process error of administering insufficient solvent at the bond location. Manufacturing batch review: the lot # 3826775 and relevant commodities were reviewed and there were no non-conformance found.

Event description:
The event involved a transpac that upon set up the connection fell apart at the blood sampling port. There was no report of patient involvement, nor adverse event, nor medical intervention.